Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their belt clip broke and wanted it replaced. Blood glucose level at the time of the call was 48 mg/dl. No information provided as to what led to the low blood glucose and the manner of treatment. The insulin pump was not replaced or returned for analysis.